Event description:
For pt safety reasons, the nurse must record the lot number of the y-type blood/solution set on the pt's chart. It is very difficult for nurses to read the clear embedded number at the top of the packaging. Staff are concerned that the number may be incorrectly recorded because it is so difficult to see. If there is a recall, pts may be missed because of incorrect logging of the lot number due to difficulty is reading it.